Event description:
It was reported that the patient's bg (blood glucose) reached 427 mg/dl while wearing the device between 36 and 48 hours in the arm. Patient reported the site location was bumped causing the cannula to dislodge and leak. When the pod was removed, the infusion site was noted to be red, bleeding, swollen, discolored and painful with a burning sensation. The patient visited the (ER) emergency room and was diagnosed with an infection at the pod¿s insertion site. The patient was prescribed keflex 500 mg 1 pill every 6 hours for 10 days and neosporin as needed. An x-ray was also done to confirm cannula was not still inside the patient's body. The pod was removed 5 days before visiting the ER.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia.lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Additionally, lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.